Event description:
During a surgical procedure, the glass lamp bulb fractured in the overhead light in o.r. #1. Glass fragments fell from the light assembly and were observed on the upper right corner of the surgical draping and on the floor. Those present when the incident occurred could not determine if any fragments entered the wound site.